Event description:
During a trial implant procedure, the patient's dura was punctured. The doctor performed a blood patch post-op with no complications. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.